Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
Related manufacturer reference number: 2017865-2022-19718 during a follow-up in-clinic, events of noise that resulted in oversensing and automatic mode switch episodes were reported on the right atrial (ra) lead. Diagnostic imaging was performed and revealed no lead damage. The pacemaker set screw was also alleged to be loose and the poor connection contributed to the sensing anomaly observed. No other intervention has been performed at this time. The patient was stable and will continue to be monitored via merlin.net.

Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been aug 18, 2022, not feb 2, 2021, as reported in follow-up report number 1.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, events of noise that resulted in oversensing and automatic mode switch episodes were reported on the right atrial (ra) lead. Diagnostic imaging was performed and revealed no lead damage. No other intervention has been performed at this time. The patient was stable and will continue to be monitored via merlin.net.